Event description:
It was reported that in 2007 , a patient underwent an ileococygeal vaginal vault suspension, anterior enterocele repair, and cystocele repair. The mesh was sutured only laterally and no midline sutures were done for the anterior repair. Patient re-operative creatinine was 1.8 which was unusually good. On post-operative day two, the creatinine increased to 2.1 which was considered more normal for the patient. On post-operative day three, the creatinine stabilized at 2.5. Internal medicine thought that this was all due to her kidney function and were not concerned about ureteral obstruction. Two weeks later, the patient had a stroke and the creatinine was no higher. The surgeon did not have the hospital record but believes it was 2.1. The following month, the creatinine increased to 3.0 and ultrasound showed hydronephrosis. The patient underwent attempted ureteral catheterization and they were only able to pass the ureteral catheter 3/4 to one inch. The patient underwent percutaneous nephrostomy and two months later, underwent ureteral reimplantation. The surgeons assessment indicates: "obviously the ureteral obstruction could have occurred immediately at surgery, with the anterior enterocoele repair stitch being the most likely. All other sutures were lateral. The mesh could have been placed too tightly, but by exam one would think this very unlikely."

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.